Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, the device history record (DHR) was not able to be reviewed as no lot number was provided. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a ventricular tachycardia procedure, a pericardial effusion occurred. Ablation was being conducted in the right ventricle when a pericardial effusion was observed on ice. No patient symptoms were observed. A pericardiocentesis was performed however the patient required surgery. A pericardial window was performed and the right ventricle was stitched in order to stabilize the patient. The procedure was discontinued. There were no performance issues with any abbott device.